Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an un-specified coronary procedure, the 3.0 x 18 mm xience alpine stent delivery system (sds) was advanced, but met resistance while inside the guiding catheter. The proximal shaft kinked, then broke outside the anatomy, but was still in one piece. The sds was easily removed, and replaced. A new xience alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). Evaluation summary: (B)(4). The device was returned for analysis. The reported shaft kink/break was able to be confirmed. The reported difficulty to position using a guiding catheter was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.